Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19570449/5025554/5025572.